Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue of failed binary switches was confirmed. On 03-apr-2025, pca device was received unboxed and with paperwork. The unit was tested on asm a binary switches test was performed, and it failed the barrel clamp open position test due to a faulty sizer sensor. Internal inspection revealed a faulty sizer sensor. Device to be returned to san diego repair center for normal processing. Recommended bd san diego repair center replace the sizer sensor and door lock harness. Failure investigation report attached to salesforce. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed binary switches. There was no patient involvement.

Event description:
It was reported that the device had failed binary switches. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii), the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.